Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: 40mm drill bit from consignment tray snapped in half mid operation. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the quickset 3.8 dimtr dr blt 40mm is broken. All broken pieces were returned for evaluation. No other anomalies were noted. The observed condition of the device is consistent with a component failure that was caused by exposure to unintended forces such as drilling in an misaligned position, extreme eccentric loading resulting in premature bending or failure of the drill bit, heavy usage, prying motion. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the quickset 3.8 dimtr dr blt 40mm would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. H11 additional narrative: corrected: h3.

Event description:
It was reported that the 40mm drill bit from consignment tray snapped in half mid operation. There was no patient harm or delay.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H3, h6 investigation summary: the product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation of " 227457000, quickset 3.8 dimtr dr blt 40mm" revealed that the device has broken into two parts from the middle. The observed condition of the device is consistent with unintended forces such as multiple uses under extreme eccentric loading resulting in premature bending or failure of the drill bit. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the quickset 3.8 dimtr dr blt 40mm would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "40mm drill bit from consignment tray snapped in half mid operation." The product was not returned to medtech orthopaedics; however, photos were provided for review. The photo investigation of " 227457000, quickset 3.8 dimtr dr blt 40mm" revealed that the device has broken into two parts from the middle. The observed condition of the device is consistent with unintended forces such as multiple uses under extreme eccentric loading resulting in premature bending or failure of the drill bit. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the quickset 3.8 dimtr dr blt 40mm would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.